Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement.

Event description:
On (B)(6) 2016 the patient experienced about 1/4 tsp of sero-sanguinous drainage with foul smell from the stoma site during stoma care by the home health nurse. The patient had moderate pain around the stoma site and the home health nurse loosened the external plate. The home health nurse provided stoma care and cleaning, and educated the patient's caregiver on stoma care. On (B)(6) 2016 it was reported that the patient was started on antibiotics.